Event description:
The following has been reported: biomed reported: "service needed error", patient harm: no, infusion stoppage: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1), an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak failure (valve 1). The device was attached to a bracket and powered on, no alarms or errors occurred. Log files were reviewed and found multiple valve 1 leak failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system failed during hardware testing, indicating a positive tank leak failure. The pneumatic assembly was removed from the device and inspected. Cracks were found on the positive tank. The tank body assembly and o-rings were replaced during investigation. The pneumatic system was retested and passed. The mr sticker of the rear housing has a small tear and will need to be replaced.